Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index abnormal, multi gravida, parity 1, toxemia of pregnancy, premature delivery, haemorrhage nos, abortion, premature delivery, anaemia and gerd. Concomitant products included benzyl nicotinate;dimethyl sulfoxide;glycol salicylate (dolo dermotherm au dmso), bupropion hydrochloride (wellbutrin), fluoxetine hydrochloride (prozac), ibuprofen, iron and tramadol. On (B)(6) 2002, the patient had essure (ess205) inserted. In (B)(6) 2011, the patient experienced bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder") and cystitis interstitial ("interstitial cystitis ig- painful bladder syndrome"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anaemia ("blood or heart disorder/condition type: anemia") and endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"). The patient was treated with surgery (total hysterectomy with unilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the abdominal pain, menorrhagia and vaginal haemorrhage had resolved and the anaemia, bladder disorder, urinary tract disorder, endometriosis and cystitis interstitial outcome was unknown. The reporter considered abdominal pain, anaemia, bladder disorder, cystitis interstitial, dysmenorrhoea, endometriosis, menorrhagia, urinary tract disorder and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy: insertion date - (B)(6) 2002,(B)(6) 2002. Date(s) of insertion: (B)(6) 2003 a few months after my daughter was born (as per pfs-discrepancy noted) date(s) of removal: (B)(6) 2011, 2010 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2003: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-sep-2020: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index abnormal, multi gravida, parity 1, toxemia of pregnancy, premature delivery, haemorrhage nos, abortion, premature delivery, anaemia and gerd. Concomitant products included benzyl nicotinate;dimethyl sulfoxide;glycol salicylate (dolo demotherm au dmso), bupropion hydrochloride (wellbutrin), fluoxetine hydrochloride (prozac), ibuprofen, iron and tramadol. On (B)(6) 2002, the patient had essure (ess205) inserted. In (B)(6) 2011, the patient experienced bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder") and cystitis interstitial ("interstitial cystitis ig- painful bladder syndrome"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anaemia ("blood or heart disorder/condition type: anemia") and endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"). The patient was treated with surgery (total hysterectomy with unilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the abdominal pain, menorrhagia and vaginal haemorrhage had resolved and the anaemia, bladder disorder, urinary tract disorder, endometriosis and cystitis interstitial outcome was unknown. The reporter considered abdominal pain, anaemia, bladder disorder, cystitis interstitial, dysmenorrhoea, endometriosis, menorrhagia, urinary tract disorder and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy: insertion date - (B)(6) 2002,(B)(6) 2002. Date(s) of insertion: (B)(6) 2003 a few months after my daughter was born (as per pfs-discrepancy noted) date(s) of removal: (B)(6) 2011, 2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2003: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Reporter information updated. Patient demographic information updated. Product information details updated. Other relevant history and lab data updated. Events: bladder disorder, urinary tract disorder, blood or heart disorder/condition type: anemia, dysmenorrhea (cramping), reproductive system disorder or condition type of disorder or condition: endometriosis, interstitial cystitis ig- painful bladder syndrome were newly added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2002, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (total hysterectomy). Essure (ess205) was removed in 2010. At the time of the report, the abdominal pain, menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, menorrhagia and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: result: unavailable. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-apr-2020: plaintiff fact sheet received. The case was upgraded from non-serious incident to serious incident. Per plaintiff fact sheet, previously reported unspecified event ¿injury¿ was updated to more specified events¿ pelvic pain, abnormal bleeding (vaginal/menorrhagia). Patient demographics, lab data, essure removal date and reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index abnormal, multi gravida, parity 1, toxemia of pregnancy, premature delivery, haemorrhage nos, abortion, premature delivery, anaemia, gerd and cystoscopy. Concomitant products included benzyl nicotinate;dimethyl sulfoxide;glycol salicylate (dolo dermotherm au dmso), bupropion hydrochloride (wellbutrin), fluoxetine hydrochloride (prozac), ibuprofen, iron and tramadol. On (B)(6) 2002, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, the patient experienced urinary incontinence ("urinary tract disorder / bladder disorder") and cystitis interstitial ("interstitial cystitis ig- painful bladder syndrome"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anaemia ("blood or heart disorder / condition type: anemia"), endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis") and pelvic pain ("pain"). The patient was treated with ic acupuncture and surgery (total hysterectomy with unilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the abdominal pain, menorrhagia and vaginal haemorrhage had resolved and the dysmenorrhoea, anaemia, urinary incontinence, endometriosis, cystitis interstitial, dyspareunia and pelvic pain outcome was unknown. The reporter considered abdominal pain, anaemia, cystitis interstitial, dysmenorrhoea, dyspareunia, endometriosis, menorrhagia, pelvic pain, urinary incontinence and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy: insertion date: on (B)(6) 2002, on (B)(6) 2004 date(s) of insertion: on (B)(6) 2003 a few months after my daughter was born (as per pfs-discrepancy noted). Date(s) of removal: on (B)(6) 2011, 2010. Discrepancy noted for essure confirmation date: on (B)(6) 2005 (as per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.8 kg/sqm. Hysterosalpingogram: on (B)(6) 2003: total bilateral occlusion; on (B)(6) 2004: total bilateral occlusion; on (B)(6) 2004: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jan-2021: pfs received. Reporter information, patient's medical history, lab data and events "dyspareunia (painful sexual intercourse) and pain" were added. Onset date and outcome for the event dysmenorrhea (cramping) was updated. On 6-jan-2021: pfs received: event coding updated from bladder disorder to incontinence and urinary tract disorder was deleted. Lab data was added. Fu 9 and 10 processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.